Manufacturer narrative:
One cadd solis vip pump was received with a damaged lens. The event log was reviewed and there was evidence of a system fault 41786. The pump was powered up and the reported "error code 41786" issue was replicated. The main printed circuit board (pcb) was faulty. The issue was caused by the supplier. The pcb will be replaced to resolve the issue.

Event description:
There was no patient involvement.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the pump gave error code 41786. No patient injury or complications were reported in relation to this event.